Manufacturer narrative:
Follow-up #1: date of submission 01/27/2014-device evaluation:the insulin pump has been returned and evaluated by product analysis on 01/13/2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data found loss of prime event occurred. On investigation, the pump powered up properly and the rewind/load/prime sequence was completed without any alarms. The pump was exercised for 24 hours without incidents. The force sensor calibration reading was found to be out of specifications. Pump casing was opened and the force sensor was removed and the resistance reading was found to be within specifications. Unrelated to the prime issue, the infrared communication sensor was found to be defective. The verifying screen was found to be dim and discolored. The keypad cover was torn while all the buttons responded properly. Removal of the keypad cover found contamination under the contrast, ¿up¿ and ¿down¿ button contacts. The investigation was unable to reproduce the reported prime issue. (B)(4).

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (prime issue) issue. Patient reported receiving loss of prime alarm due to loose cartridge cap. Patient noticed two weeks ago that the threads on the cartridge cap were damaged and it would no longer tighten properly on the day of the call. Patient denied trauma to the pump or evidence of moisture in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.